Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set leaked at the female connector on the end of the t connector. It was further reported that there was a crack all the way down the hub. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.